Event description:
On 08/28/2023, hcp reported a patient had barbed pdo threads implanted on (B)(6), 2023. Two weeks post-treatment the patient experienced left marginal mental nerve paresthesia and was prescribed a medrol dose pack on (B)(6), 2023. According to hcp, the patient reported an improvement but still had sensory distortion in the jaw region. It was reported that the patient has a history of jaw issues. After reviewing the situation, our medical director suggested the blunt neuropraxia might have been caused by the cannula and that it should resolve soon. Our medical director also suggested a short course of oral steroids. On (B)(6) 2023, hcp reported the patient attended a visit with an oral surgeon, who mentioned it was highly probable that the nerve was bruised from the cannula and patient would recover in three to six months. On (B)(6) 2023, hcp reported patient was still experiencing side effects and was recommended by an oral surgeon to receive physical therapy. According to hcp, the oral surgeon believes it is a bruised nerve and expects full recovery. The patient has altered anatomy from previous mandibular surgeries and needs time to heal. On (B)(6)2023, hcp reported patient has continued with physical therapy without improvement of symptoms. Hcp will conduct other exams in the next weeks. This is an ongoing investigation. Additional information will be added if and when it becomes available.

Event description:
On (B)(6) 2023, hcp reported a patient had barbed pdo threads implanted on (B)(6) 2023. Two weeks post-treatment the patient experienced left marginal mental nerve paresthesia and was prescribed a medrol dose pack on (B)(6), 2023. According to hcp, the patient reported an improvement but still had sensory distortion in the jaw region. It was reported that the patient has a history of jaw issues. After reviewing the situation, our medical director suggested the blunt neuropraxia might have been caused by the cannula and that it should resolve soon. Our medical director also suggested a short course of oral steroids. On (B)(6) 2023, hcp reported the patient attended a visit with an oral surgeon, who mentioned it was highly probable that the nerve was bruised from the cannula and patient would recover in three to six months. On (B)(6) 2023, hcp reported patient was still experiencing side effects and was recommended by an oral surgeon to receive physical therapy. According to hcp, the oral surgeon believes it is a bruised nerve and expects full recovery. The patient has altered anatomy from previous mandibular surgeries and needs time to heal. On (B)(6) 2023, hcp reported patient has continued with physical therapy without improvement of symptoms. Hcp will conduct other exams in the next weeks. This is an ongoing investigation. Additional information will be added if and when it becomes available. Update: on (B)(6) 2023, a follow up email was sent to the customer to request an update on the patient's status. On (B)(6) 2023, another follow up email was sent to the customer to request an update on the patient's status. On (B)(6) 2023, hcp reported that there has been no improvement in the patient's status. Hcp suggested to follow up next month. On (B)(6) 2023, hcp replied to a follow up email sent on 02/22/2024 stating that the patient has not provided any updates. On (B)(6) 2023, hcp reported during a follow up email that there are no updates on the patient's condition. On (B)(6) 2023, email was sent to inquire about the patient's status. Hcp responded with no updates at this time. On 05/15/2024, hcp replied to a follow-up communication that they have not been in contact with the patient and have not heard an update since on (B)(6) 2023. According to the hcp, they do not plan to get in contact with the patient unless the patient reaches out to the hcp personally.